Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that more then two years after a xience stent was implanted in the left main coronary artery, the patient experienced chest pain and had a positive stress test. On (B) (6) 2009, the patient underwent angiography that showed 100% restenosis of the index target vessel and was treated with balloon angioplasty and stent implantation. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation: in this case, there was no reported product deficiency. Angina, restenosis, and ischemia are known adverse events as listed in the xience v instruction for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.